Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two unspecified mentor implants, suffered right side capsular contracture with the right breast having considerable droop, tenderness, with the left breast having some tenderness as well. Patient also reported that they were taking a supplement to ease the soreness, tenderness and achiness. She also added that they were diagnosed with hypothyroid, dry eyes (so dry that they cannot see at time), blurred vision, fatigue, brain fog, headaches, upper body sickness, neck pain, should pain, and had to take muscle relaxer at night. In addition, the patient also developed arrhythmia in the past year and was prescribed small beta blockers, diagnosed with extreme anxiety, and also experienced palpitations. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.